Event description:
Info received that the head section will not go down using the CPR, but will go down electrical, no injury reported.

Manufacturer narrative:
Bed located in bed shop, isolated the problem to faulty CPR valve. Replaced the CPR valve to repair this bed.